Manufacturer narrative:
An event regarding infection involving a jts distal femur was reported. The event was confirmed by patient's medical records. The patient underwent successful revision to the poly components of a jts distal femur as well as a washout. The surgery was required due to a patient infection which was not attributed to the device. Infection is a recognized late post-operative condition associated with orthopaedic implants. The revision surgery was completed with no reported complications. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data - operator of device corrected from physician to patient.

Event description:
It was reported that the patient presented with an infection in the affected limb. The surgeon performed a washout and exchanged the poly components. This is a supplemental report to 3004105-2016-00114 ((B)(4)).

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. A supplemental report will be submitted on completion of the investigation.

Event description:
It was reported that the patient presented with an infection in the affected limb. The surgeon performed a washout and exchanged the poly components. (B)(4).